Event description:
It was reported that the device migrated proximally and was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. At an unknown time, the closure device migrated proximally. The physician successfully removed the closure device from the patient. There were no other complications that were reported to have occurred and the patient fully recovered from this event.